Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since k-wires and their following screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the attending surgeon (treating clinician): the deviation of the k-wires and their following screws placed in the spine with the aid of navigation was detected by the surgeons before finalizing the surgery, and 4 of the placements needed to and were corrected to their intended positions with navigation at the very same surgery. The final outcome of the surgery was successful as intended. There was no direct (or increased) risk to harm a critical structure due to the placements deviating from the desired locations. There was no harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolongation of ca. 90min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
An open surgery on the thoracic and lumbar spine for a fusion of vertebrae t3-l3, for correction of an idiopathic scoliosis, with intended placement of 24 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeons: with the patient in prone position attached the navigation reference array on the spinous process of vertebra t8. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Starting with the thoracic vertebrae, used the navigated drill guide 3.2mm with instrument position display on the patient scan to determine screw trajectories and prepared the vertebrae by drilling pilot holes through the navigated drill guide with depth control. Inserted k-wires with a size of ca. 1mm through the navigated drill guide into the pilot holes bilateral in the vertebrae. Placed the spine screws with a not navigated non-brainlab screwdriver, with the screws following the k-wires inside the pilot holes. After placing the spine screw in right l3, when intending to drill into left l1, detected that the navigation accuracy had decreased. Acquired a verification intra-operative CT scan, also with automatic image registration to the navigation, and detected that the 21 spine screws placed so far deviated from their desired positions by ca. 2-3mm at their target points, with their entry points correct. Used the verification scan to place the remaining 3 spine screws in left l1-l3 with the same navigated method as before -with accurate placement resulting for these. Decided that 4 of the formerly placed deviating spine screws needed correction, the screws on the right side of vertebrae t3, t4, l1 and l2, removed and re-placed these 4 screws to their desired positions with the same navigated method as before using the verification CT scan. Completed the surgery successfully as intended and closed the patient. According to the attending surgeon (treating clinician): the deviation of the k-wires placed in the spine with the aid of navigation and their following screws was detected by the surgeons before finalizing the surgery, and 4 of the placements needed to and were corrected to their intended positions with navigation at the very same surgery. The final outcome of the surgery was successful as intended. There was no direct (or increased) risk to harm a critical structure due to the placements deviating from the desired locations. There was no harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolongation of ca. 90min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Event description:
An open surgery on the thoracic and lumbar spine for a fusion of vertebrae t3-l3, for correction of an idiopathic scoliosis, with intended placement of 24 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeons: - with the patient in prone position attached the navigation reference array on the spinous process of vertebra t9. - acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed. - starting with the thoracic vertebrae, used the navigated drill guide 3.2mm with instrument position display on the patient scan to determine screw trajectories and prepared the vertebrae by drilling pilot holes through the navigated drill guide with depth control. - inserted k-wires with a size of 1.42mm through the navigated drill guide into the pilot holes bilateral in the vertebrae. - placed the spine screws with a not navigated non-brainlab screwdriver, with the screws following the k-wires inside the pilot holes. - after placing the spine screw in right l3, when intending to drill into left l1, detected that the navigation accuracy had decreased. - acquired a verification intra-operative CT scan, also with automatic image registration to the navigation, and detected that the 21 spine screws placed so far deviated from their desired positions by ca. 2-3mm at their target points, with their entry points correct. - used the verification scan to place the remaining 3 spine screws in left l1-l3 with the same navigated method as before -with accurate placement resulting for these. - decided that 4 of the formerly placed deviating spine screws needed correction, the screws on the right side of vertebrae t3, t4, l1 and l2, removed and re-placed these 4 screws to their desired positions with the same navigated method as before using the verification CT scan. - completed the surgery successfully as intended and closed the patient. According to the attending surgeon (treating clinician): - the deviation of the k-wires placed in the spine with the aid of navigation and their following screws was detected by the surgeons before finalizing the surgery, and 4 of the placements needed to and were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure due to the placements deviating from the desired locations. - there was no harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolongation of ca. 90min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since k-wires and their following screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the attending surgeon (treating clinician): - the deviation of the k-wires and their following screws placed in the spine with the aid of navigation was detected by the surgeons before finalizing the surgery, and 4 of the placements needed to and were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure due to the placements deviating from the desired locations. - there was no harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolongation of ca. 90min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the reportedly by several mm at their target point deviating k-wires placed with the aid of navigation into the spine, followed by non-navigated screws, is a combination of the following factors: - a movement of the navigation reference array during the surgery and after registering the pre-placement image scan to the navigation, due to inadvertent forces applied to the array and/or insufficient rigid fixation to the spinous process, by the user. Imaging data provided by the hospital show that the navigation reference array has moved in between the pre-placement CT and the verification CT. Since the placements deviated also on vertebra t9, where the reference array was attached to as per the imaging data, the array must have moved after the pre-placement CT and prior to the t9 placements. Depending on the time the array actually was moved during the surgery, the placements in the vertebrae performed after the array movement are affected by this movement, and all placements done as of in t9. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked for position visualization, and the actual patient anatomy. This movement cannot be compensated by the navigation software. - relative movements of the spine anatomy during the surgery and after registering the scan to navigation, between the vertebra that the reference array was fixated to (t9), and the vertebrae operated on due to a not sufficiently rigid connection in between them, due to the forces applied to the bones during instrumentation and the patient's breathing pattern. Imaging data provided by the hospital show a significantly different anatomy location in between the pre-placement CT and the verification CT. All placements except for into vertebra t9 are affected by this anatomy movement, and increasingly the farther away the vertebrae are from the navigation array fixation point (t9). The fact that navigation data of this surgery provided shows a deviation of the navigated drill guide displayed as into the bone when placed on the bone surface, already at the first placements at vertebra t3 (significant distance to t9), supports this conclusion further. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference array and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, despite a deviation of the tracked instrument was detected by the user at the later part of the surgery (at the lumbar vertebrae), the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization was not recognized by the user with the necessary navigation accuracy verification after the anatomy registration to navigation, and throughout the surgery, before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.